Event description:
The facility representative reported a flo-gard infusion pump with a broken cable. It is unknown when this event occurred; however, it was reported to have occurred in the emergency room. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with cable broken was confirmed and duplicated by baxter service personnel. The assignable cause for this condition was determined to be a broken power cord. The power cord was replaced to correct this condition. Should relevant additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken cable was confirmed and duplicated by baxter service personnel. Additional information regarding assignable cause and repairs will be sent in a follow-up medwatch when it becomes available.